Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102159) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chest tightness, chest pain for due to inflammation felt to be caused by phillips respironics dreamstation auto CPAP. She went to ed for chest pain, no cardiac cause found. The patient required emergency room visits. Currently, the device has not yet returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.